Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a week prior to (B)(6) 2024.

Event description:
It was reported that the patient's deep brain stimulation (dbs) lead eroded through their scalp at the top of their head near the lead incision site. The patient underwent a procedure to remove the lead and did well postoperatively. Physical analysis could not be conducted in our laboratory, as the device was retained by the facility.